Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: the case associated with the reported complaint was initiated on (B)(6), 2023, with the pump sn: (B)(6). On the 4th day of support (jul 05, 2023), the console displayed the alarm: ¿placement signal not reliable (opm invalid signal, optical pump connected)¿ - event # 1036. The rt log indicates that the optical parameters were abnormal, with the ps spiking to 3000, the snr dropping, and the contrast oscillating between -3276.6 and 3274.2. This confirms the reported failure mode. Event # 1036 was not cleared until the pump was removed on (B)(6) 2023. Note: this console was not returned for investigation of complaint (B)(4). However, it was returned for complaint (B)(4), which indicates the same failure mode: abnormal optical parameters and the alarm ¿controller error (defective optical sensor lamp)¿ ¿ event 1039, which was displayed during the next console power-on after the case with pump sn: (B)(6), which ended on july 6, 2023. Device analysis: this console was not returned for investigation of complaint (B)(4); however, it was returned and investigated for complaint (B)(4), which indicates the same failure mode. Root cause: the root cause of the loss of the placement signal was most likely the malfunction of the optical bench lamp. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported the impella pump had an optical sensor failure that caused loss of placement signal. The position was monitored along with motor current and flows. The automated impella controller was also sent back for evaluation. No known patient harm of injury has been reported.